Manufacturer narrative:
E1: patient city: (B)(6). Patient country: portugal.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for less than 24 hours. No further information available.